Event description:
It was reported that during a tfn procedure surgeon inserted the nail and had problems with the alignment of the construct as he was trying to insert the helical blade. Surgeon manually manipulated the construct and the blade was inserted. As surgeon tried to insert the distal screw, again he had problems with the alignment. Surgeon manually manipulated the construct and the distal screw was inserted. Surgeon complained about the construct and will not use the set unless it was replaced. A small amount of time was added to the procedure. Procedure was reported to be trochanteric fixation nail (tfn). This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that a review of the tfn nail and blade insertion instrumentation drawings indicates the design is adequate for the intended use. Additionally, a review of the risk analysis shows the event in question is appropriately addressed. The accurate targeting of a nail system is dependent on many factors, such as an adequate system design, proper assembly during the surgery, soft tissue forces on the instrumentation, forces on the nail after insertion, etc. During the evaluation, the complaint could not be replicated with the returned instrumentation using several different nails and blades. This makes it likely that the design is not the cause of the complaint, but without much additional information it is not possible to determine the exact cause. The device history record was reviewed; the manufacturing documents were reviewed and no complaint related issues were found. The manufacturing evaluation was reported that the (B)(4) of (B)(4) pins in the oscillating head were missing. Without the missing pins we are not able to determine the exact cause of this occurrence. We can only assume that undue vibrations during use caused this problem. This would also explain the heavy stress marks at the housing of the oscillating head. This complaint is indeterminate from a manufacturing standpoint. There are no other complaints of the nature regarding this device. Placeholder.